Manufacturer narrative:
(B)(4). Study title: (B)(4). Type of study:non-randomized, interventional, non-comparative, prospective, multi-center, open label. Protocol number: (B)(4). Concomitant medical products - low calcium peritoneal dialysis solution ( lactate- g1.5%) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if the patient recovered from the peritonitis. It was unknown if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The patient was hospitalized for the peritonitis. The patient was discharged from the hospital on an unspecified date. Twenty-two days after the initial hospitalization, the patient was readmitted to the hospital to be transferred to hemodialysis. It was not reported if the patient had recovered or was recovering from the peritonitis prior to being hospitalized for the transfer to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.